Event description:
A malfunction code was reported, with the pump displaying a non-resettable error identified as fault ID [16-0x20e6]. There was no adverse impact to the customer's blood glucose level; it did not exceed 500 mg/dl. To address the malfunction, the customer was advised to use multiple daily injections as a backup therapy until the replacement pump was provided. Technical support confirmed details for shipping the replacement and instructed the customer on the process for returning the faulty pump.